Event description:
It was reported catheter-related infection thrombosis, limb swelling, pain. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2995 showed no other similar product complaint(s) from this lot number.